Event description:
It was reported that at implant, the device showed noise on right ventricular lead. The lead was disconnected and tested fine through the analyzer. The lead was reconnected to the device and again, noise was noted. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.